Event description:
It was reported that the patient underwent surgery to replace the original 3023 ipg with the newer 3058 ipg. The extension was explanted and the new ipg connected to the original lead. Impedance measurements were greater than 4,000 ohms with electrode #3 only. The patient also had a loss of therapeutic effect and shocking sensations. The timeline of events is unclear and the patient outcome is unknown. Further information is being requested at this time.